Event description:
A customer reported a malfunction with their pump, identified by malfunction code malf 6. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and helped the customer reset the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was instructed to call back if the malfunction code recurred, and they understood these instructions.